Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy stopped due to the power on reset. The patient was trying to sync to change programs at the time the power on reset was seen. There were no traumas or falls and no recent medical tests or environmental exposure. It was determined that the power on reset was a warning message and the patient was directed to follow-up with their healthcare provider to clear it. No patient symptoms reported.